Event description:
It was reported the physician was implanting a gore® viatorr® tips endoprosthesis in a patient that presented with recurrent encephalopathy and had 2 viatorrs already in place. It was decided by the physician to implant a sinus reduction stent from optimed and an additional viatorr to line the optimed device to reduce the shunt. The optimed device was advanced into the shunt tract of the previously placed viatorrs and deployed. The viatorr device was then advanced through the optimed device and the delivery system was retracted. The uncovered portion of the device was deployed. The physician than initiated deployment of the covered portion of the stent by pulling the deployment line. Imaging showed the covered portion of the device was only partially deployed. The physician tried to remove the partially deployed device with a 10f sheath but was not able to capture the uncovered portion of the device. A 16f sheath was than advanced but was also unsuccessful at capturing the device. The physician advanced an electrosurgical snare and cut the catheter. Part of the catheter and the device remain in the patient. The patient was doing well following the procedure and will continued to be re-evaluated.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and part of the delivery system was returned for evaluation. The engineering evaluation of the returned portion of the catheter and portion of the deployment line attached to the deployment knob stated that analysis is consistent with the description given and the returned product. Force exerted during attempted removal of the device, may have led to the elongation of the catheter. The cause of the separation of the deployment line could not be determined, but it is intended by design that the deployment line remain attached to the catheter. The surface of the catheter where the distal tip and endoprosthesis were removed is consistent with separation by a method that involves heating or melting. Based on the portions of the device returned to gore, and without a more detailed description of all the activities involved in the use of this device, a failure mode for this event could not be determined.

Manufacturer narrative:
Partial deployment of the device can be confirmed with available images. The trailing end of the implanted device appears to be opened and the leading end appears to be unopened.